Manufacturer narrative:
On 12/20/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received additional information regarding the replacement device. The replacement device was a 800cc mentor memorygel breast implant (catalog #:3505800bc, serial #:(B)(4) . On 1/20/2020, the investigation on the suspected medical device was completed investigation summary: during evaluation of the device, it was observed to be ruptured and received incomplete. Microscopic examination of the edges of the tear gave no indications as to cause of the failure. No other anomalies were observed. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided rupture. Concomitant products: 800cc mentor memorygel breast implant, (catalog #: 350-5800bc, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a revision breast reconstruction with a 800cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The rupture was visualized via MRI performed on (B)(6) 2019. As a result, the patient is scheduled to undergo unilateral removal and replacement on (B)(6) 2019.